Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-103mg/dl fasting. Verified the strips expire 01/14/2017. Customer confirms the strips are stored properly and were first opened 3 days ago ((B)(6) 2015). Customer performed back to back blood test, 222mg/dl and 220mg/dl fasting. Reviewed meter memory: 1: 298mg/dl fasting: no; 2: 156mg/dl fasting: yes; 3: 155mg/dl fasting: yes; 4: 63mg/dl fasting: yes; 5: 82mg/dl fasting: yes. Customers is concerned with result of 298mg/dl not fasting. Customer states she obtained a reading of 191 and 233 mg/dl nonfasting this morning (B)(6) 2015 at 08:30am. No adverse event reported.